Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The claimed issue was related to device, which would not turn on. There was no patient harm. Identification of issue has been done by analyzing problem description and service report. The issue has been resolved by replacing mains inlet with fuse and the device was delivered to the user in working condition. The issue was decided to be reported due to the fact that it may lead to a stop of ventilation. Based on prior investigation, it was concluded that the cause of a blown fuse could be one or a combination of the following causes: electrical transients (voltage and/or current spikes) in the mains power. Bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. Chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection. The root cause to the reported issue has not been determined.

Event description:
It was reported that the compressor did not start. There was no patient harm. Manufacturer's ref. #: (B)(4).